Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device controls were not functional. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device controls were not functional. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's the main and small keypad assemblies to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed small keypad assembly and determined, that damage to the 12 lead button was the cause of the reported issue. No failure was observed when testing the removed main keypad assembly.